Event description:
It was reported a spectrum pump had false air in line alarms. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The false air in line alarms were confirmed through baxter's functionality testing, as well as reproduced through further evaluation. Evaluation determined this condition to be caused by a failed upstream sensor. The upstream sensor was replaced.